Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their ins hadn't been working as well as the trial had. Pt also mentioned there was quite a disparity in charge speed between each 10% increment. Pt said one example: started with 100% controller battery and 60% ins; the controller stayed at 100% for 2 min and charged ins to 70%, then took 7 minutes to have controller go down to 80% and ins was at 80%, then after another 10 minutes ins went up to 90%, then got to 100% in 40 minutes. Patient mentioned that the charge speed was very inconsistent and that made them think there was a problem. Agent reviewed information that could effect charging speed. Pt said they had to wear belt and hold paddle with their hand to get charge to ins, and any movement would slow charging; pt said they were told this was caused by scar tissue. Agent asked when reps were first notified, but pt did not have direct answer and said they worked with 3 different reps; they spoke to one at least a week ago. Additional information was received from the patient. It was reported that they are charging the ins every day and they were supposed to charge the ins every 4 days since this year. Patient stated the ins is not holding a charge. Agent reviewed device function. Agent confirmed patient did not have a fall or trauma. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Rep reported they were not aware until yesterday until (B)(6) 2024. Rep reported after reviewing the logs and his equipment, rep explained to the patient that the loading time of his equipment was determined by the position of the paddle, that if he was in an excellent position it would be faster than if he was in a good position only, rep explained to him that with his settings he did not have the need to charge every day but that if he did, his recharge times would be shorter. The patient continued to insist that a message appeared on his recharger, which rep looked for and never found and it did not appear at the time of our meeting and that he knew that this was a problem with the equipment and that he wanted it changed, instead rep called the medtronic number to have it done, the waiting time was long and the patient had an appointment with another provider so rep told him that he could call in the afternoon and request that the recharger be changed to what he patient agreed to do it later and that he would call rep back if he had another difficulty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt on (B)(6) 2024 in response to a follow up letter that was sent to them. They were asked what the doctor determined to be the cause of the ins not holding a charge and the need to charge every day. They reported that the "paddle" was supposed to be the reason for the poor charging, so a new paddle was sent to them however, they stated that after they received and started using the replacement paddle, they were still needing to charge the device daily. The reported issues have not been resolved. The pt noted it was very difficult for them to see a clinician that works with this device due to clinician availability at the clinic. The pt expressed disappointment with the whole experience and "wonders if it was worth it".